Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, ergonomics issue occurred on surgeon side console (ssc) #2. Site received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). Tse found error 31046 in the logs pointing to ssc #2. Site did not want to do further troubleshooting and elected to use ssc #1 to continue the procedure. After, site called back to report that site perform hard cycle ssc #2 twice, but the issue remained. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: ssc #2 usability was limited; therefore, the procedure continued without using ssc #2.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the dual motor drive board (dmd). The system was tested and verified as ready for use. Isi received the dmd involved with this complaint and completed the device evaluation. Failure analysis confirmed and replicated the reported complaint. No damage was found upon visual inspection. The dmd was installed on a golden system. Error 31046 was triggered when the ergo test was performed indicating dmd issue. Root cause is attributed to the dmd board.

Manufacturer narrative:
The ergonomic issues are not optimal; however, would allow the customer to continue to operate the system. The customer informed the usability was limited; however, elected to use a second surgeon side console (ssc). At this time, ergo functions are not considered a critical component.

Event description:
Refer to h11 for follow-up information.